Event description:
It was reported that during the attempted implant for this right ventricular (rv), when initially its helix extended retracted with no issues, however after it successfully placed it presented high impedance measurements. So it was removed, with some difficulties to removed its helix tip and when examined its helix was found to present a delay between it been turned and its helix extending and retracting, with it not fully retracting upon later examination. A new lead was successfully implanted instead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the attempted implant for this right ventricular (rv), when initially its helix extended retracted with no issues, however after it successfully placed it presented high impedance measurements. So it was removed, with some difficulties to removed its helix tip and when examined its helix was found to present a delay between it been turned and its helix extending and retracting, with it not fully retracting upon later examination. A new lead was successfully implanted instead. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that during the attempted implant for this right ventricular (rv), when initially its helix extended retracted with no issues, however after it successfully placed it presented high impedance measurements. So it was removed, with some difficulties to removed its helix tip and when examined its helix was found to present a delay between it been turned and its helix extending and retracting, with it not fully retracting upon later examination. A new lead was successfully implanted instead. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the attempted implant for this right ventricular (rv), when initially its helix extended retracted with no issues, however after it successfully placed it presented high impedance measurements. So it was removed, with some difficulties to removed its helix tip and when examined its helix was found to present a delay between it been turned and its helix extending and retracting, with it not fully retracting upon later examination. A new lead was successfully implanted instead. No additional adverse patient effects were reported.